Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flank pain, nausea, diarrhea, vomiting, gastroenteritis, bacterial vaginosis and ovarian cyst. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), cystitis ("bladder infection") and urinary tract infection ("urinary infection"). The patient was treated with surgery ((hysterectomy with unilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cyst, abdominal distension, abdominal pain lower, back pain, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cyst, cystitis, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2010 computerised tomogram abdomen revealed, bilateral ovarian cysts or follicles. Normal appendix. Previous cholecystectomy. Diffuse fatty infiltration in the liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: low back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs was received events:infection (bladder/ urinary tract/vaginal) type: bladder/urinary were added. Concomitant disease, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included flank pain, nausea, diarrhea, vomiting, gastroenteritis, bacterial vaginosis and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), flank pain ("flank pain") and urine odour abnormal ("foul odour to urine"). The patient was treated with surgery ((hysterectomy with unilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cyst, abdominal distension, abdominal pain lower, back pain, cystitis, urinary tract infection, dysmenorrhoea, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, flank pain and urine odour abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, flank pain, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and urine odour abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: results of confirmation test: bilateral occlusion. Diagnostic results: on (B)(6) 2010 computerised tomogram abdomen revealed, bilateral ovarian cysts or follicles. Normal appendix. Previous cholecystectomy. Diffuse fatty infiltration in the liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: low back pain,abdominal pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added event abdominal pain, dysmenorrhea (cramping), menorrhagia, bladder probs, urinary probs, foul odor in urine. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (removal of essure implant in (B)(6) 2015. Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, cyst, abdominal distension, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, cyst and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.